Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00742. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery using a penumbra smart coil detachment handle (handle) and penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached multiple smart coils using the handle. The physician then was unable to detach another smart coil using the handle, despite attempting to detach the smart coil twice. The physician then tested the handle and heard a different sound than usual. The physician attempted to detach the smart coil using the handle again, however was still unsuccessful. Therefore the physician used a new handle to detach the smart coil, and completed the procedure using the second handle and additional smart coils. There was no report of an adverse effect to the patient.